Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to an extrusion of the electrode array from the cochlea. The device was explanted (B)(6) 2011. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.

Manufacturer narrative:
This report is filed (B)(4), 2012.